Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated event date, reported as unknown.

Event description:
It was that during device preparation there was difficulty removing the protective sheath from the nc trek dilatation catheter. The customer felt there may have been damage to the balloon when the sheath was removed with difficulty. The nc trek was not used in the anatomy and there was no patient involvement. Another trek was used to complete the procedure without further incident. There was no additional information provided.